Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of chemotherapy was programmed to infuse for over 24 hours however it completed in 3 hours. The facility's biomed department performed pm on the pump and it passed the rate test. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log shows that at 6:44 pm on (B)(6) 2018 the pcu was powered on and the pump module was programmed to infuse a basic infusion with a vtbi of 670ml and a duration of 4 hours which made the rate 168 ml/hr. The infusion ran until 10:38 pm when the device alarmed for air in line. The device was then paused and channeled off. The volume recorded as being infused during this period was 652.199ml. During functional testing the pump module was delivering fluid within specification. Physical inspection showed no issues. The root cause of the reported overinfusion was user programming related to selecting a duration of 4 hours instead of the intended 24 hours.

Event description:
The customer reported that an infusion of chemotherapy was programmed to infuse for over 24 hours however it completed in 3 hours. The facility's biomed department performed pm on the pump and it passed the rate test. There was no report of patient harm.